Event description:
It was reported that the endoeye flex deflectable videoscope exhibited error b30 (scope communication error). The issue was found during unspecified therapeutic procedure which was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5 and the legal manufacturer's final investigation results. Based on the results of the investigation, the b30 communication error was likely caused by a broken image sensor unit that could have broken due to multiple damaged sites on the bending section that could be due to irregular load applied to the bending section; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videosope exhibited error b30 (scope communication error). The issue was found during preparation for use of an unspecified therapeutic procedure which was completed with the same set of equipment. There were no reports of patient harm or injury.